Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the battery gauge has been observed to be jumping around for the past month. The customer stated increased from 40% to 80% immediately and then dropped back down to 50%. Review of pump data by tandem technical support showed the battery jumped from 40% to 100% while not connected to a power source. Customer reported blood glucose level was no impacted. Reportedly the customer will continue to use the pump until the replacement pump is received.